Manufacturer narrative:
Concomitant medical product: d314trg ICD; 5076-45 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) had out of range (oor) impedance measurements. The lead is still in use. No patient complications have been reported as a result of this event.